Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complication as breast pain and subsequent surgery for explant. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Pain is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the IFU. This MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - mesh explanted.

Event description:
Per clinical trial cp-1060: on (B)(6) 2014, patient underwent bilateral central mound mastopexy using a full vertical and horizontal t incision. One piece of galaflex was used. No concomitant procedures were reported. On (B)(6) 2014, right lateral breast pain was reported. Patient treated with a marcaine injection. Outcome is unknown. Review of medical affairs identified that the reported ae is likely related and serious. On (B)(6) 2015, patient underwent removal of mesh in the right breast using a short scar incision. No further information was given.